Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that on saturday night her blood glucose was 200 mg/dl, and then over 300 mg/dl, and when she woke up in the morning she was in diabetic ketoacidosis. The patient removed her infusion set and discovered a bent cannula. She eventually went to work and her blood glucose was 328 mg/dl afterwards. She bolused and went to sleep and but she woke up at 3am in the morning vomiting. The customer went to the hospital and her blood glucose at the time of admission was 620 mg/dl. The customer spent two days in the ICU. She was treated with potassium and insulin drip. The insulin pump drive support cap appeared normal. The device settings were programmed accurately. A high pressure test had been performed the day prior to call and the device passed. No products were returned or replaced.